Event description:
On november 18, 2009, the facility representative reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump- single channel in which the device turned itself. The reported condition occurred during patient therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
If the device is received for evaluation a follow up report will be filed upon completion of the evaluation or if any additional information becomes available. The software version for this device is currently unknown. (B)(4).

Event description:
The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. It was reported that after using the edi catheter for five days, it was observed that the edi catheter's feeding function was not functioning properly. It was decided to remove the edi catheter. On pulling, the edi catheter felt stuck and when it was removed, it was noticed that the end part was missing. The pt vomited the missing part which had defragmented in three parts. (B)(4). (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Manufacturer narrative:
The reported condition of the device turned itself was confirmed and duplicated. The pump powered off as designed due to the off key pressed before softkey #1 (done key) was pressed and cleared the reset manual tube release set alarm. No repair is needed the device worked as designed. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(4) 2010, the humapen memoir was reported to have a weak display with missing digits. This humapen memoir is associated with pc (B)(4). The operator of the device, training status and length of use of the suspect device and the device model were not provided. Return of the device is anticipated. It was not reported if the patient would continue to use the device.